Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that they could not fit the test strips into their onetouch verio iq meter test strip port. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that they could not fit the test strips into the subject meter's test strip port. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a contact issue. The test strip holder has an obstruction at the spc pin 3 which prevent the test strips from fully inserting. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.